Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. The 2.75 x 15 mm tenku balloon catheter was advanced without issue and inflated to 14 atmospheres (atm) for pre-dilatation. During the second inflation of 18 atmospheres (atm), a balloon rupture occurred. There was no resistance noted during removal of the device. A non-abbott stent was implanted and post-dilatation was performed. The procedure was completed successfully. The physician commented that the balloon rupture may be due to the calcification. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Suspect medical device info and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.